Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4), during an internal review, it was observed that, in error, the a3. Gender field was not populated. Therefore, this field has been processed.

Manufacturer narrative:
Additional information received on 01/07/2021: patient was transferred to the neurosurgery department of another hospital. Patient¿s condition unchanged. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
(B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident (cva). Post-procedure, the patient did not recover consciousness. Magnetic resonance imaging (MRI) was performed, and cva was confirmed. There was no information on whether any intervention was performed. It is unknown if the patient required extended hospitalization. The physician¿s causality opinion was not provided. The patient¿s outcome is unknown. No biosense webster,inc. Product malfunctions nor error messages were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.